Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the pulse generator exhibited noise on the ventricular channel. All other electrical parameters were stable. No intervention was performed. The patient was in good condition.